Manufacturer narrative:
Additional manufacturer narrative stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding the serial number was not provided. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that seven (7) years, nine (9) months post-implantation of this 27mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to mitral stenosis, secondary to degeneration. The 26mm transcatheter valve was implanted via trans-apical approach with perfect results. The patient was noted to be hospitalized in stable condition, post-operatively.

Manufacturer narrative:
Through further investigation, the edwards surgical valve was explanted due to calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).